Manufacturer narrative:
Initial MDR 2517506-2021-00280 was filed on 08-oct-2021. Additional information (08-nov-2021): siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and instrument data. Quality control was within acceptable ranges. No issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. Repeat of the same sample yielded expected results. No system malfunctions were identified. The cause of the event is unknown. The device is performing according to specifications. The customer and instrument are fully functional. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report the discordant, falsely elevated creatinine results on a patient sample obtained on a dimension exl with lm system. Siemens is investigating the event. MDR 2517506-2021-00279 was filed for the same event.

Event description:
A discordant falsely elevated creatinine (cre2) patient result was obtained on a dimension® exl¿ with lm system. The discordant cre2 result was reported to the physician and questioned. The patient was redrawn, and the original and redrawn samples were reprocessed on alternate systems. The lower, reprocessed cre2 results were considered correct. There were no known reports of adverse health consequences due to the discordant falsely elevated creatinine result.